Manufacturer narrative:
The intellanav mifi open-irrigated catheter was returned and analyzed. Visual inspection confirmed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Therefore, the reported complaint of tubing set "detachment of device or device component, cath-poor temperature control - higher than expected and leak" was confirmed. This device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event and there was no evidence that the device was used in a manner inconsistent with the labelled indication. "Cause traced to device design" was assigned to this complaint since the problem found was traced to the design specification.

Event description:
During procedure to treat atrial flutter, an intellanav mifi open-irrigated catheter was selected for use. It was reported that during ablation the generator alarmed "excessive temperature" and it was noted that the luer lock connection was fractured on the catheter and also leaking fluid. Catheter was replaced with another of different model and case proceeded and completed successfully. No patient complications reported. Product has been returned and analysis has been performed.